Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2009 the patient presented with pre op diagnoses of post laminectomy syndrome l4-5; degenerative disc disease; herniated disc recurrent. The patient underwent the following procedures: laminectomy; l4-5; revision, hemi; posterior lumbar interbody fusion l4-5; placement of interbody cages with posterior pedicular instrumentation; harvesting of bone from right iliac crest; bilateral lateral mass fusion with allograft and autograft. Unspecified bone cancellous chips, 22 x 8 mm cages, rhbmp-2/acs and rod were implanted during the procedure. Findings: degenerative disc disease; herniated disc l4-5.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.